Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: unk-p-scs-linear_leads, model: ni, serial: ni, batch: ni.

Event description:
It was reported that patient experienced inadequate stimulation. The patient underwent a revision procedure wherein the leads were adjusted.